Manufacturer narrative:
B7: added medical history. H6: updated results code. Conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2014: (B)(6). (B)(6), md. Operative report. Preoperative diagnosis: recurrent incarcerated ventral/incisional hernia. Incarcerated parastomal hernia. Postoperative diagnosis: recurrent incarcerated ventral/incisional hernia. Incarcerated parastomal hernia. Procedure: laparoscopic recurrent incarcerated ventral/incisional hernia repair with 20 x 30 cm gore dualmesh plus. Laparoscopic incarcerated parastomal hernia repair with 8 x 12 cm gore dualmesh plus. Extensive laparoscopic lysis of adhesions. Assistant: (B)(6), md. Brief history: the patient is a 44-year-old white male who presents with the above mentioned problems. The patient is recommended for laparoscopic repair of the hernias with mesh. The risks, benefits, and alternatives of the procedure were discussed with the patient preoperatively. The patient was agreeable to proceed. Findings: ¿the patient noted to have extensive intraabdominal adhesions. The patient did have multiple fascial defects along the midline incision containing incarcerated omentum. The patient noted to have a fascial defect around the ileostomy in the right lower quadrant containing incarcerated omentum and small bowel. The rectal stump was examined and the patient was noted to have a large rectal stump with even a portion of sigmoid colon.¿ details of procedure: ¿after obtaining informed consent, the patient was brought to the operating room and placed in a supine position. After adequate general endotracheal anesthesia was administered, the patient¿s abdomen was prepped and draped in usual sterile fashion. Skin and subcutaneous tissues in the left upper quadrant were infiltrated using 0.25% marcaine with epinephrine. A 12 mm skin incision was made in the left upper quadrant using a #15 blade scalpel. The veress needle was inserted into the abdominal cavity and the position was confirmed with sterile saline. A pneumoperitoneum was created with a pressure limit set at 16. The veress needle was removed and the 12mm optiview trocar was inserted into the abdominal cavity under direct visualization. Next, two 5 mm working ports were inserted along the left lower abdominal wall under direct visualization. Instruments were inserted into the abdominal cavity, the extensive adhesions to the anterior abdominal wall were taken down with blunt dissection and the endoshears. The incarcerated omentum was reduced from multiple fascial defects along the midline. The ileostomy in the right lower quadrant was noted and there was extensive incarcerated small bowel and omentum around the terminal ileum. The extensive small bowel and omentum was dissected away from the surrounding tissues with blunt dissection and the endoshears. Once all the incarcerated bowel and omentum was reduced, the fascial defects were measured. A 20 x 30 cm piece of gore dualmesh plus was rolled up and inserted into the abdominal cavity through the 12 mm trocar. Four gore sutures were placed on the corners of the mesh were pulled through the anterior abdominal wall musculature using carter-thomason suture passer. The mesh was then further secured to the abdominal wall with the protacker device. Transmuscular fixation sutures were then placed approximately 2-3 fingerbreadths apart around the edge of the mesh under direct visualization with the gore suture on a suture passer. A slit in the mesh was created to go around the ileostomy in the right lower quadrant. Once the mesh was secured, a second piece of mesh was placed in the abdominal cavity. The mesh was 8 x 12 cm and a keyhole was cut into the mesh before inserting it into the abdominal cavity. The mesh was then pulled around the ileostomy in the right lower quadrant. The mesh was then secured to the abdominal wall musculature using the protacker and the carter-thomason suture passer with gore suture. At that point, hemostasis was confirmed throughout the abdominal cavity. There were no signs of contamination, the pneumoperitoneum was evacuated with the suction device. The trocars removed from the abdominal wall, and the skin incisions were all closed using running subcuticular 4-0 monocryl suture. Sterile skin glue was placed over the incisions and all sponge and needle counts were complete and accurate at the end of the procedure.¿ anesthesia: general endotracheal anesthesia. Estimated blood loss: minimal. Complications: none. Drains: none. Specimens: none. Disposition: the patient tolerated the procedure well and was transferred to the recovery room in stable condition. (B)(6) 2014: (B)(6). Postoperative note/implant record/nursing intraop record. Implant sticker. Gore dualmesh® plus biomaterial. Ref catalogue number: 1dlmcp07. Lot batch code: 11714124. W.l. Gore & associates. Gore dualmesh® plus biomaterial. Ref catalogue number: 1dlmcp02. Lot batch code: 10778011. W.l. Gore & associates. Material name: mesh dual #1dlmcp07 20cm x 30cm. Manufacturer: wl gore. Quantity: 1. Lot #: 11714124. Expiration date: 04/01/2016. Body site: abdomen. Material name: mesh dual #1dlmcp02 8cm x 12cm. Manufacturer: wl gore. Model #: 0000000939. Lot #: 10778011. Quantity: 1. Expiration date: 07/30/2015. The record confirms a gore® dualmesh® plus biomaterial (1dlmcp07/11714124) was implanted during the procedure. The record confirms a gore® dualmesh® plus biomaterial (1dlmcp02/10778011) was implanted during the procedure. There were no records between 07/24/14 and 07/17/17 provided. (B)(6) 2017: (B)(6). (B)(6), md. Operative report. Preoperative diagnosis: ileostomy status. Postoperative diagnoses: ileostomy status. Rectal stricture. Procedure: laparoscopic ileostomy reversal with creation of an ileorectostomy. Rigid proctoscopy with dilation of rectal stricture. Extensive laparoscopic lysis of adhesions. Assistant: (B)(6), pa. Brief history: the patient is a 47-year-old white male who presents with an ileostomy. The patient had previously undergone an open subtotal colectomy secondary to perforation from ulcerative colitis. The patient had also previously undergone laparoscopic ventral/incisional hernia repair with mesh. The patient has been having increased problems with his ileostomy bag. The patient states that he has become very frustrated and wished to have his ileostomy reversed. The patient underwent a preoperative flexible sigmoidoscopy that revealed disuse [sic] colitis and a normal terminal ileum. As a result, the patient was recommended for laparoscopic ileostomy reversal. I discussed the risks, benefits, and alternatives of the procedure with the patient in detail, and the patient was agreeable to proceed. Findings: ¿the patient was noted to have extensive intraabdominal adhesions from prior surgery. The patient was noted to have a rectal stricture approximately 8 cm from the anal verge. Rectal stricture was dilated up to 2 cm using laparoscopic instruments through the rigid proctoscope. The ileorectostomy was performed in a side-to-side fashion using a 45 mm endo gia stapling device. Once the anastomosis was completed, the anastomosis was checked for leaks by injecting air through the proctoscope. The pelvis was filled with irrigation fluid. There were no air bubbles noted in the irrigation fluid.¿ details of procedure: ¿after obtaining informed consent, the patient was brought to the operating room and placed in a supine position. After adequate general endotracheal anesthesia was administered, the ileostomy was closed using a #1 prolene pursestring suture. The patient¿s abdomen was then prepped and draped in usual sterile fashion. The skin and subcutaneous tissues around the ileostomy were infiltrated using 0.25% marcaine with epinephrine. An elliptical incision was made around the ileostomy using a #15 blade scalpel. The skin and subcutaneous tissues were dissected down to the fascia using electrocautery. The terminal ileum was dissected away from the muscular complex down into the abdominal cavity with the electrocautery and blunt dissection. The end of the ileostomy was then transected with the endo gia stapling device. The staple line was marked using a #1 pds suture. The bowel was reduced into the abdominal cavity through the fascial defect. The adhesions were taken down from the anterior abdominal wall through the fascial defect using blunt dissection and the lilly scissors. Once as much adhesiolysis could be performed through this incision was completed, the fascia of the right lower quadrant defect was closed using running looped 0 pds suture. The hasson trocar was placed through this incision and secured with 2 stay sutures and the balloon tip. A pneumoperitoneum was created with a pressure limit set at 15. The laparoscope was inserted into the abdominal cavity, and hemostasis was confirmed. Next, a 5 mm working port was placed just above and to the right of the umbilicus under direct visualization. A second 5 mm working port was placed in the right lower quadrant under direct visualization. Instruments were inserted into the abdominal cavity, and adhesions were taken down further from the abdominal wall using blunt dissection and the endoshears. The rectal stump was identified and freed up from the surrounding tissues. The terminal ileum was brought up to the rectal stump and reached without tension. At that point, a 25 mm sizing device was advanced through the anus into the rectum. The sizing device met resistance, and as a result, a proctoscope was advanced up into the rectum. The patient was noted to have a rectal stricture that measured approximately 5 mm. The rectal stricture was approximately 8 cm from the anal verge. Through the proctoscope, the rectal stricture was dilated using laparoscopic graspers. Once the rectal stricture was adequately dilated, the proctoscope was advanced through the stricture into the upper portion of the rectum. There were no abnormalities noted. At that point, the terminal ileum was secured to the rectal stump in a side-to-side fashion using a 2-0 vicryl suture. An enterotomy and colotomy [sic] were created on the antimesenteric border of the bowel using the sonicision. The endo fia stapling device was inserted into the bowel lumen, and a side-to-side anastomosis was created. The resulting defect in the bowel wall was closed in 2 layers using running 2-0 and 3-0 vicryl suture. Once the anastomosis was completed, the terminal ileum was occluded with a glassman clamp. The pelvis was filled with irrigation fluid, and a proctoscope was advanced into the rectum. Air was insufflated through the proctoscope, and no air bubbles were noted in the pelvic irrigation fluid. At that point, the irrigation fluid was evacuated and the glassman clamp was released. The proctoscope was also removed from the rectum. Once hemostasis was confirmed and there were no signs of contamination, the pneumoperitoneum was evacuated with the suction device. The trocars were removed from the abdominal wall. The fascia of the right lower quadrant incision site was closed using a running loop 0 pds suture. The right lower quadrant subcutaneous tissues were irrigated with a bacitracin solution. The right lower quadrant skin incision was closed using interrupted subcutaneous 3-0 vicryl suture and running subcuticular 4-0 moncryl suture. Sterile skin glue was placed over the incisions, and all sponge and needle counts were complete and accurate at the end of the procedure.¿ anesthesia: general endotracheal anesthesia. Estimated blood loss: minimal. Complications: none. Drains: none. Specimens: none. Disposition: the patient tolerated the procedure well and was transferred to the recovery room in stable condition. [Missing records: records for ¿abscess along the mesh; required percutaneous drainage in the office¿ were not provided.] (B)(6) 2017: (B)(6). (B)(6), md. Operative report. Preoperative diagnoses: infected mesh. Abdominal wall abscess. Open wound in the right lower quadrant. Fascial dehiscence in the right lower quadrant. Postoperative diagnosis: infected mesh. Abdominal wall abscess. Open wound in the right lower quadrant. Fascial dehiscence in the right lower quadrant. Procedure: exploratory laparotomy with removal of infected mesh. Incision and drainage of abdominal wall abscess associated with the infected mesh. Repair of fascial dehiscence in the right lower quadrant. Placement of a wound vac (greater than 50 cm2). Assistant: (B)(6), pa. Brief history: the patient is a 47-year-old white male that presents with the above mentioned problems. The patient previously underwent laparoscopic ileostomy reversal. The patient developed a postoperative wound infection in the right lower quadrant incision. The patient was treating the wound with wet to dry dressing changes. The patient noted increased drainage from the wound, and on examination, the patient had developed a fascial dehiscence with exposed mesh in the base of the wound. The patient also developed an abscess along the mesh in the left upper quadrant that required percutaneous drainage in the office. The patient was subsequently recommended to have the entire mesh removed with drainage of the abscess and repair the fascial dehiscence. The patient was told he would need a wound vac after the surgery. I discussed the risks, benefits, and alternatives of the procedure with the patient in detail, and the patient was agreeable to proceed. Findings: ¿the prior midline scar was excised. The incision was carried down through the subcutaneous tissues and fascia to enter the abdominal cavity with the electrocautery. The patient was noted to have purulent fluid all along the mesh. The mesh was not incorporated in the surrounding tissue. The mesh was removed in its entirety. The left upper quadrant abdominal wall abscess was drained as well. The fascial dehiscence in the right lower quadrant was closed using running loop 0 pds suture. The midline fascia was closed using running loop #1 pds suture. A wound vac was placed along the midline incision in the right lower quadrant wound.¿ details of procedure: ¿after obtaining informed consent, the patient was brought to the operating room and placed in a supine position. After adequate general endotracheal anesthesia was administered, the patient¿s abdomen was prepped and draped in usual sterile fashion. The midline scar was excised using a #20 blade scalpel. Once the elliptical incision was made, the scar was excised from subcutaneous tissues with the electrocautery. The incision was then carried down through the subcutaneous tissues and fascia to enter the abdominal cavity with the electrocautery. Once reaching the mesh, there was copious amounts of purulent fluid along the mesh. The mesh did not appear to be incorporated into the surrounding tissue. The patient was noted to have a left upper quadrant abscess just above the fascia that was drained with the electrocautery. The mesh was removed from the surrounding tissue in its entirety. All of the gore-tex sutures and protacks were removed. Once the mesh was removed in its entirety, the fascial dehiscence in the right lower quadrant was repaired using a running looped 0 pds suture and interrupted #1 vicryl suture. The abdominal cavity was copiously irrigated with a bacitracin solution. At that point, a 19-french channel drain was placed in the abdomen and brought out through a stab incision in the left lower quadrant. The drain was secured using a 2-0 nylon suture. The midline fascia was closed using running loop #1 pds suture and interrupted #1 vicryl sutures. The subcutaneous tissues were irrigated with a bacitracin solution. The skin and subcutaneous tissues around the umbilicus were reapproximated with interrupted 2-0 vicryl suture. The remainder of the open wound in the midline and the right lower quadrant was packed with foam. The wound vac sponge was covered with a clear tape dressing. The wound vac was applied, and there were no air leaks noted in the dressing. All sponge and needle counts were complete and accurate at the end of the procedure.¿ anesthesia: general endotracheal anesthesia. Estimated blood loss: minimal. Complications: none. Drains: 19 french channel drain x 1. Specimens: none. Disposition: the patient tolerated the procedure well and was transferred to the recovery room in stable condition. [Missing records: a pathology report detailing analysis of the devices removed during the 09/05/17 procedure was not provided.] A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: health effect ¿ clinical code. H6: updated investigation finding. H6: updated investigation conclusion. H6: health effect impact code: f26: no health consequences or impact . H6: medical device component: g04088: membrane. The investigation has been completed. Based upon gore¿s investigation there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient codes (1930, 1690, 3191: appropriate code/term not available for ¿wound vac, dislodged mesh, exposed mesh¿) were reported based on the original complaint and are no longer applicable per gore¿s investigation. Medical records: ¿ the known medical records span (B)(6) 2014 through (B)(6) 2017 and not all records received in this time span are relevant to the two gore® dualmesh® plus biomaterial devices. ¿ records from (B)(6) 2014 through (B)(6) 2017 were not provided. Patient information: medical history: obesity: (B)(6) 2017: 292 lbs; bmi 37.5. (B)(6) 2017: 263 lbs; bmi 33.8. Prior surgical procedures: ¿ unknown date: open subtotal colectomy secondary to perforation for ulcerative colitis . ¿ (B)(6) 2014: laparoscopic recurrent incarcerated ventral/incisional hernia repair with 20 x 30 cm gore dualmesh plus. Laparoscopic incarcerated parastomal hernia repair with 8 x 12 cm gore dualmesh plus. Extensive laparoscopic lysis of adhesions. Implant: gore® dualmesh® plus biomaterial x2. ¿ (B)(6) 2017: laparoscopic ileostomy reversal with creation of an ileorectostomy. Rigid proctoscopy with dilation of rectal stricture. Extensive laparoscopic lysis of adhesions. ¿ (B)(6) 2017: exploratory laparotomy with removal of infected mesh. Incision and drainage of abdominal wall abscess associated with the infected mesh. Repair of fascial dehiscence in the right lower quadrant. Placement of a wound vac. Implant preoperative complaints: ¿ (B)(6) 2014: preoperative diagnosis: recurrent incarcerated ventral/incisional hernia. Incarcerated parastomal hernia. Implant procedure: laparoscopic recurrent incarcerated ventral/incisional hernia repair with 20 x 30 cm ¿gore dualmesh plus.¿ laparoscopic incarcerated parastomal hernia repair with 8 x 12 cm ¿gore dualmesh plus.¿ extensive laparoscopic lysis of adhesions. [Implants: gore® dualmesh® plus biomaterial, 1dlmcp07/11714124, 20 cm x 30 cm x 1 mm thick and gore® dualmesh® plus biomaterial, 1dlmcp02/10778011, 8 cm x 12 cmx 1 mm thick]. Implant date: (B)(6) 2014. ¿ findings. ¿the patient noted to have extensive intraabdominal adhesions. The patient did have multiple fascial defects along the midline incision containing incarcerated omentum. The patient noted to have a fascial defect around the ileostomy in the right lower quadrant containing incarcerated omentum and small bowel. The rectal stump was examined and the patient was noted to have a large rectal stump with even a portion of sigmoid colon.¿ ¿ description of hernia being treated: ¿a 12 mm skin incision was made in the left upper quadrant using a #15 blade scalpel. The veress needle was inserted into the abdominal cavity and the position was confirmed with sterile saline. A pneumoperitoneum was created with a pressure limit set at 16. The veress needle was removed and the 12mm optiview trocar was inserted into the abdominal cavity under direct visualization. Next, two 5 mm working ports were inserted along the left lower abdominal wall under direct visualization. Instruments were inserted into the abdominal cavity, the extensive adhesions to the anterior abdominal wall were taken down with blunt dissection and the endoshears. The incarcerated omentum was reduced from multiple fascial defects along the midline. The ileostomy in the right lower quadrant was noted and there was extensive incarcerated small bowel and omentum around the terminal ileum. The extensive small bowel and omentum was dissected away from the surrounding tissues with blunt dissection and the endoshears. Once all the incarcerated bowel and omentum was reduced, the fascial defects were measured.¿ ¿ implant size and fixation: ¿a 20 x 30 cm piece of gore dualmesh plus was rolled up and inserted into the abdominal cavity through the 12 mm trocar. Four gore sutures were placed on the corners of the mesh were pulled through the anterior abdominal wall musculature using carter-thomason suture passer. The mesh was then further secured to the abdominal wall with the protacker device. Transmuscular fixation sutures were then placed approximately 2-3 fingerbreadths apart around the edge of the mesh under direct visualization with the gore suture on a suture passer. A slit in the mesh was created to go around the ileostomy in the right lower quadrant. Once the mesh was secured, a second piece of mesh was placed in the abdominal cavity. The mesh was 8 x 12 cm and a keyhole was cut into the mesh before inserting it into the abdominal cavity. The mesh was then pulled around the ileostomy in the right lower quadrant. The mesh was then secured to the abdominal wall musculature using the protacker and the carter-thomason suture passer with gore suture. At that point, hemostasis was confirmed throughout the abdominal cavity. There were no signs of contamination, the pneumoperitoneum was evacuated with the suction device. The trocars removed from the abdominal wall, and the skin incisions were all closed using running subcuticular 4-0 monocryl suture.¿ ¿ no post-operative records were provided. Relevant medical information: ¿ (B)(6) 2017: history. ¿the patient has been having increased problems with his ileostomy bag. The patient states that he has become very frustrated and wished to have his ileostomy reversed. The patient underwent a preoperative flexible sigmoidoscopy that revealed disuse [sic] colitis and a normal terminal ileum. As a result, the patient was recommended for laparoscopic ileostomy reversal. I discussed the risks, benefits, and alternatives of the procedure with the patient in detail, and the patient was agreeable to proceed. ¿ (B)(6) 2017: laparoscopic ileostomy reversal with creation of an ileorectostomy. Right proctoscopy with dilation of rectal stricture. Extensive laparoscopic lysis of adhesions. - findings: ¿the patient was noted to have extensive intraabdominal adhesions from prior surgery. The patient was noted to have a rectal stricture approximately 8 cm from the anal verge. Rectal stricture was dilated up to 2 cm using laparoscopic instruments through the rigid proctoscope. The ileorectostomy was performed in a side-to-side fashion using a 45 mm endo gia stapling device. Once the anastomosis was completed, the anastomosis was checked for leaks by injecting air through the proctoscope. The pelvis was filled with irrigation fluid. There were no air bubbles noted in the irrigation fluid.¿ - ¿an elliptical incision was made around the ileostomy using a #15 blade scalpel. The skin and subcutaneous tissues were dissected down to the fascia using electrocautery. The terminal ileum was dissected away from the muscular complex down into the abdominal cavity with the electrocautery and blunt dissection. The end of the ileostomy was then transected with the endo gia stapling device. The staple line was marked using a #1 pds suture. The bowel was reduced into the abdominal cavity through the fascial defect. The adhesions were taken down from the anterior abdominal wall through the fascial defect using blunt dissection and the lilly scissors. Once as much adhesiolysis could be performed through this incision was completed, the fascia of the right lower quadrant defect was closed using running looped 0 pds suture. The hasson trocar was placed through this incision and secured with 2 stay sutures and the balloon tip. A pneumoperitoneum was created with a pressure limit set at 15. The laparoscope was inserted into the abdominal cavity, and hemostasis was confirmed. Next, a 5 mm working port was placed just above and to the right of the umbilicus under direct visualization. A second 5 mm working port was placed in the right lower quadrant under direct visualization. Instruments were inserted into the abdominal cavity, and adhesions were taken down further from the abdominal wall using blunt dissection and the endoshears. The rectal stump was identified and freed up from the surrounding tissues. The terminal ileum was brought up to the rectal stump and reached without tension. At that point, a 25 mm sizing device was advanced through the anus into the rectum. The sizing device met resistance, and as a result, a proctoscope was advanced up into the rectum. The patient was noted to have a rectal stricture that measured approximately 5 mm. The rectal stricture was approximately 8 cm from the anal verge. Through the proctoscope, the rectal stricture was dilated using laparoscopic graspers. Once the rectal stricture was adequately dilated, the proctoscope was advanced through the stricture into the upper portion of the rectum. There were no abnormalities noted. At that point, the terminal ileum was secured to the rectal stump in a side-to-side fashion using a 2-0 vicryl suture. An enterotomy and colotomy [sic] were created on the antimesenteric border of the bowel using the sonicision. The endo fia stapling device was inserted into the bowel lumen, and a side-to-side anastomosis was created. The resulting defect in the bowel wall was closed in 2 layers using running 2-0 and 3-0 vicryl suture. Once the anastomosis was completed, the terminal ileum was occluded with a glassman clamp. The pelvis was filled with irrigation fluid, and a proctoscope was advanced into the rectum. Air was insufflated through the proctoscope, and no air bubbles were noted in the pelvic irrigation fluid. At that point, the irrigation fluid was evacuated and the glassman clamp was released. The proctoscope was also removed from the rectum. Once hemostasis was confirmed and there were no signs of contamination, the pneumoperitoneum was evacuated with the suction device. The trocars were removed from the abdominal wall. The fascia of the right lower quadrant incision site was closed using a running loop 0 pds suture. The right lower quadrant subcutaneous tissues were irrigated with a bacitracin solution. The right lower quadrant skin incision was closed using interrupted subcutaneous 3-0 vicryl suture and running subcuticular 4-0 moncryl suture .¿ explant preoperative complaints: ¿ (B)(6) 2017: history. ¿the patient previously underwent laparoscopic ileostomy reversal. The patient developed a postoperative wound infection in the right lower quadrant incision. The patient was treating the wound with wet to dry dressing changes. The patient noted increased drainage from the wound, and on examination, the patient had developed a fascial dehiscence with exposed mesh in the base of the wound. The patient also developed an abscess along the mesh in the left upper quadrant that required percutaneous drainage in the office. The patient was subsequently recommended to have the entire mesh removed with drainage of the abscess and repair the fascial dehiscence.¿ explant procedure: exploratory laparotomy with removal of infected mesh. Incision and drainage of abdominal wall abscess associated with the infected mesh. Repair of fascial dehiscence in the right lower quadrant. Placement of a wound vac (greater than 50 cm2). Explant date: (B)(6) 2017. ¿ findings. ¿the prior midline scar was excised. The incision was carried down through the subcutaneous tissues and fascia to enter the abdominal cavity with the electrocautery. The patient was noted to have purulent fluid all along the mesh. The mesh was not incorporated in the surrounding tissue. The mesh was removed in its entirety. The left upper quadrant abdominal wall abscess was drained as well. The fascial dehiscence in the right lower quadrant was closed using running loop 0 pds suture. The midline fascia was closed using running loop #1 pds suture. A wound vac was placed along the midline incision in the right lower quadrant wound.¿ ¿ ¿the incision was then carried down through the subcutaneous tissues and fascia to enter the abdominal cavity with the electrocautery. Once reaching the mesh, there was copious amounts of purulent fluid along the mesh. The mesh did not appear to be incorporated into the surrounding tissue. The patient was noted to have a left upper quadrant abscess just above the fascia that was drained with the electrocautery. The mesh was removed from the surrounding tissue in its entirety. All of the gore-tex sutures and protacks were removed. Once the mesh was removed in its entirety, the fascial dehiscence in the right lower quadrant was repaired using a running looped 0 pds suture and interrupted #1 vicryl suture. The abdominal cavity was copiously irrigated with a bacitracin solution. At that point, a 19-french channel drain was placed in the abdomen and brought out through a stab incision in the left lower quadrant. The drain was secured using a 2-0 nylon suture. The midline fascia was closed using running loop #1 pds suture and interrupted #1 vicryl sutures. The abdominal cavity was copiously irrigated with a bacitracin solution. At that point, a 19-french channel drain was placed in the abdomen and brought out through a stab incision in the left lower quadrant. The drain was secured using a 2-0 nylon suture. The midline fascia was closed using running loop #1 pds suture and interrupted #1 vicryl sutures. The subcutaneous tissues were irrigated with a bacitracin solution. The skin and subcutaneous tissues around the umbilicus were reapproximated with interrupted 2-0 vicryl suture. The remainder of the open wound in the midline and the right lower quadrant was packed with foam. The wound vac sponge was covered with a clear tape dressing. The wound vac was applied, and there were no air leaks noted in the dressing.¿ - a pathology report detailing analysis of the devices removed during the (B)(6) 2017 procedure was not provided. Conclusion: gore® dualmesh® plus biomaterial (10778011/1dlmcp02). It should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. The instructions for use further warn: ¿when using this device as a permanent implant and exposure occurs, treat to avoid contamination, or device removal may be necessary.¿ the instructions for use further warn: ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the device .¿ individual medical decisions, if inconsistent and/or non-conforming to the device manufacturer¿s recommendations, IFU, or recognized best practices, may result in or contribute to an adverse event. Procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. Section c1: name: plus antimicrobial product coating. Manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 10778011 . Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(6). (B)(4). It should be noted that the gore® dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿

Event description:
It was reported to gore that the patient underwent laparoscopic ventral and parastomal hernia repair on (B)(6) 2014, whereby two gore® dualmesh® plus biomaterial were implanted. The complaint alleges that on (B)(6) 2017, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: abdominal wall abcess, infection w/ woundvac, dislodged mesh, exposed mesh, mesh removal, additional surgery. Additional event specific information was not provided.